Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0uvh8, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reports was going to the bathroom a lot, especially at night. She thinks she may have an infection but was not sure. Event date (B)(6) 2015. Patient had met with hcp (healthcare provider) 2 weeks ago who set her at 1.5 volts and removed batteries from pp (patient programmer) to extend life. Additional information later received by the patient reports she went to urologist doctor which was not related to device. They checked her urine and said that she doesn't have an infection and that he would like to see her in one year. Patient doesn't know what she should do about adjusting. She was going to hcp office to discuss unrelated matter and will ask for programming direction. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.